Manufacturer narrative:
(B)(4). Date sent: 7/10/2026 photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows tissue and on a section of tissue would be observed that appears slight bleeding. However, no staple line on the tissue would be observed. Additionally, one video was provided and appears to be bleeding along the superior right portion of the colon. However, no staples malformed could be observed based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Event description:
It was reported that after laparoscopic low anterior resection using product code cdh33b on (B)(6) 2026 experienced 1000cc of bleeding. A colonoscopy was performed on (B)(6) 2026, and it was found that there was active bleeding in the staple line area. As additional information, doctors are senior doctors and very often work on similar cases and use similar products. Dr. Performed tamponade and blood addition. Patient required extended hospitalization and was transferred to intensive care for recovery.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2026. D4: batch # unk. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What is the lot/batch number? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? What was the total estimated blood loss (ml) post-operatively? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4)date sent: 7/7/2026d4: batch # unkd4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.additional information was requested and the following was obtained:1) what were the indications for surgery? The surgery was performed to remove a cancer in the anterior colon area.2) did the patient receive any preoperative chemotherapy or radiation? The patient has not received any chemotherapy or radiation.3) what is the lot/batch number? Lot. 417d73, expiry date: 2029-12-31.4) where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b.5) did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? It was waited for 1 minute and then retightened.6) was the device difficult to close? The device was easy to close7) was the device difficult to fire? The device was easy to fire8) how many counter-clockwise revolutions of the adjusting knob were used to open the device? 180 degrees plus another 90 degrees.9) did the healthcare professional receive audible & tactile feedback when firing the device? Yes. The audible and tactile feedback was clearly perceived.10) were the donuts inspected? If so, please describe. Yes, it was inspected, and both the distal and proximal parts were found to be intact11) was a complete transection of the white breakaway washer visually confirmed? Yes, the white ring fracture was confirmed.12) were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No issues were observed after the placement was completed.13) was the staple line visualized endoscopically during the initial surgical procedure? No endoscopy was performed at the time of the initial surgery.14) what was the total estimated blood loss (ml) post-operatively? This data has not yet been obtained.15) what was the pre and postoperative anti-coagulant and pain management protocol? This data has not yet been obtained.16) what is the current patient status? The patient passed away on (B)(6)